Event description:
Microcrown was being used for peripheral vascular intervention in an outpatient cath lab. Device initially performed correctly, but then stalled. Ultimately, device could not be removed from anterior tibial artery. Patient was emergently transferred to hospital and underwent surgery. It appears at this time that limb salvage was achieved, however, patient remains hospitalized.